Event description:
Pt underwent an elective laparoscopic assisted supra-cervical hysterectomy (lash). A lina loop (8mm medium) was used. The lina loop broke during the lash procedure injuring surrounding structures and necessitating that a left iliofemoral bypass be performed.